Event description:
Incorrect sample ID entered by the user and customer is unable to transmit edited sample. Customer reported that they reprinted edited sample in rapidpoint system and they cannot see the sample in rapidcomm data management program. There was impact to patient care as a result of this event.

Manufacturer narrative:
Customer was directed to look in the duplicate sample queue where he found the resent sample and was able to validate. The original incorrectly identified result was never validated. Manufacturer suspects user error, erroneous manual ID by operator.